Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5 and an enlarged atrium. A triclip xt was inserted and deployed on the tricuspid valve, reducing tr to a grade of 1. A second clip, a triclip xtw, was then inserted and grasping was performed. However, it was observed that the septal leaflet was torn, and the tr increased to a grade of 5. A decision was made to remove the second clip and discontinue the procedure. There was no clinically significant delay in the procedure.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported unspecified tissue injury resulting in tricuspid valve insufficiency/regurgitation is related to the implanted clip and due to high tension from the big gap. Tissue injury/damage and tricuspid regurgitation are known possible complications associated with triclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.